Manufacturer narrative:
Film evaluation summary: the reported endoleak seen during the interventional procedure was confirmed; however, the exact cause/source of the endoleak observed by the physician could not be determined from the films returned. Lack of films from the index procedure showing the endoleak did not allow assessment of the event prior to and post implantation of the endurant cuff. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. The reported type ia endoleak appears likely. The exact cause could not be determined but may have been related to the aortic neck angulation observed or due to other unknown neck anatomical issue(s). No obvious stent graft issues could be identified that could be a cause of a type ia endoleak. It is likely that an acute type IV blush endoleak caused by fabric porosity was also present. This likely type IV appeared as focused leak from the flow divider that is most likely due to the higher porosity in that portion of the stent graft distal to the overlap of the bifurcate and cuff. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Films from the reported aaa rupture event where the physician completed bilateral renal chimney stents and extended proximally with an endurant aortic cuff were not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate and endurant ii aortic cuff were implanted in the endovascular treatment of a >50mm abdominal aortic aneurysm. It was reported that during the index procedure a persistant type ia endoleak remained once the procedure was completed. A secondary procedure was carried out to resolve this endoleak six months later, where 10 heli-fx endoanchors were implanted. It has been reported that the endoanchors used during the secondary procedure did not resolve the endoleak. It was reported that during this same procedure 18 non mdt coils were implanted in the aortic sac with the hope of thrombosing the sac. The procedure was then completed. The following day, it was reported that this patient suffered a abdominal aortic aneurysm rupture and was hemorrhaging but was reported to be stable. The physician then completed a bilateral renal chimney technique and extended proximally with a 36x36x49endurant aortic cuff. As per the physician the cause of the rupture was the persistent type ia endoleak. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
B5. Additional information received; it was reported via the patients wife that the patient had 2 strokes after the initial procedure. The physician then confirmed the patient had experienced 2 stokes after the secondary procedure, no additional information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.